Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the lcsk5 shears were connected to a luke handpiece and didn't work. The handpiece was tested and found to be working. A new shears was opened to complete the case. There was no consequence to the pt.